Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
It was reported that prior to use the guidewire pulled normally. After being placed within the patient's body, when the guidewire entered the left superior pulmonary vein, the resistance of pulling back the guidewire was felt, and there was a sense of stuttering when the guidewire was tried many times. The catheter and guidewire were removed synchronously from the body. Another of same catheter and guide wire were replaced to complete the procedure. No patient injury.